Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to have declared end of life (eol) battery status. The monitoring voltage was 2.66v and the charge time was 30 seconds. There was concern the battery depleted prematurely. A device replacement procedure was to be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted pending a replacement procedure. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Boston scientific received additional information that approximately three weeks later, this device was explanted and replaced. The explanted device is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.